Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Field service engineer was informed by email that the rosanna software was not able to load 2 3d-navigation-imagery data sets. The other 3d data sets contained not enough slices to use it for a navigation. A new CT was performed and surgery was completed.

Manufacturer narrative:
It was reported that it was impossible to load images on the computer for pre op planning. DHR review did not identify any contributory factors to the event. Review of complaint history showed that a similar complaint was received but with a different root cause. According to technical investigation exams could not be load due to their images resolution (640x640 px) superior to the limit accepted by the software (512x512 px). The root cause of this event is a use error, acquisition protocol was not followed. Corrected data: date of this report, additional device information, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, event problem and evaluation codes.

Event description:
Field service engineer was informed by email that the rosanna software was not able to load 2 3d-navigation-imagery data sets. The other 3d data sets contained not enough slices to use it for a navigation. A new CT was performed and surgery was completed.